Manufacturer narrative:
Investigation summary: the device was returned for analysis. Product analysis was unable to confirm the reported events. Device history record (DHR): review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Device technical analysis: the ams700 ipp cylinders were visually inspected and leak tested; no leaks were found. Both cylinders had wear at fold in cylinder body. The cylinders were pressure tested and performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected and leak tested; no leaks were found. The spring was identified to be misaligned inside the pump. The pump was not functionally tested due to misaligned spring. Product analysis was unable to confirm the reported events. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump. Additionally, the reported events do not contain an allegation against the labeling. Conclusion: based on this investigation, the investigation conclusion code of no problem detected was chosen because the reported events could not be confirmed or substantiated through investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the cylinder being too short, and the reservoir had herniated out of the posterior space. The 18cm ipp cylinder, pump, and reservoir was explanted and replaced with a new 18cm and 2cm rte ipp cylinder, pump, and reservoir for the measurement of 20cm. The patients status was good following the procedure.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the cylinder being too short, and the reservoir had herniated out of the posterior space. The 18 cm ipp cylinder, pump, and reservoir was explanted and replaced with a new 18 cm and 2 cm rte ipp cylinder, pump, and reservoir for the measurement of 20 cm. The patients status was good following the procedure.